Event description:
It was reported that patient receiving chemotherapy when noted arm wet around PICC. On further investigation leak noted at wings area of PICC 1 cm from zero externally. Extravasation policy followed. No harm occurred. Device discarded. Information received 03/18/2026 securacath was the securement device ¿it was an external fracture. The patient did not experience any harm following her chemotherapy which was oxaliplatin and bavitumumab- the later was administered when leak noted and no harm came to patient. As was topical extravasation and the latter drug administered at time soap and water was only required. Referred for new PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.